Manufacturer narrative:
The failure for heat was confirmed through functional testing, disassembly and visual inspection. Through visual inspection, the qa engineer confirmed the motor windings were damaged and components including the cannula and bearings were corroded. The affected motor, bearings and cannula were replaced. The drill was repaired and returned to the customer after passing final inspection.

Event description:
It was reported that the device is overheating during testing prior to a case at the user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the device is overheating during testing prior to a case at the user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.